Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the transmitter assembly providing therapy when the new pain occurred, programming parameters, and the patient having non-curonix devices implanted have been ruled out. Additionally, the patient having contraindicating conditions, severe force being applied to the implant, and implanting the device off-label have been ruled out. The neurostimulator associated with the complaint was returned for investigation. The investigation is currently in progress and has not yet been completed. The investigation will be updated when the investigation has been completed. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported not receiving therapy as well as more pain. Several attempts have been made to change the programs on the transmitter assembly without success to get the patient pain relief. An explant procedure was performed on (B)(6) 2026.